Event description:
The was reported that the device is not activating the probe. The customer has tried two different sizes and the probe has been removed to determine that the hardware is not activating. The recomendation to have the device come in for repair. The patient has been rescheduled.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.